Event description:
This case was initially received via regulatory authority (reference number: mw5077788) on 20-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("periods with lots of cramping") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included melatonin and obetrol (adderall). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), psoriasis ("psoriasis"), abdominal distension ("bloating"), skin striae ("stretch marks on belly"), constipation ("horrible constipation"), arthritis ("arthritis"), vision blurred ("blurred vision"), feeling abnormal ("bad brain fog"), photophobia ("light sensitivity"), hypersensitivity ("allergic reactions"), irritability ("irritation") and depression ("depression"). The patient was treated with magnesium hydroxide (magnesia) and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, psoriasis, abdominal distension, skin striae, constipation, arthritis, vision blurred, feeling abnormal, photophobia, hypersensitivity, irritability and depression had resolved. The reporter provided no causality assessment for abdominal distension, arthritis, constipation, depression, dysmenorrhoea, feeling abnormal, hypersensitivity, irritability, photophobia, psoriasis, skin striae and vision blurred with essure. The reporter commented: the patient had ultrasounds, cat scars (interpreted as cat scans), MRI's and she have been to the hospital a few times. Also, lots of missed work, at one point event quit her job for about 5 months. There is more random stuff. Event abated after use stopped or reduced : yes. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5077788) on 20-jun-2018. The most recent information was received on 05-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("periods with lots of cramping") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included melatonin and obetrol (adderall). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), psoriasis ("psoriasis"), abdominal distension ("bloating"), skin striae ("stretch marks on belly"), constipation ("horrible constipation"), arthritis ("arthritis"), vision blurred ("blurred vision"), feeling abnormal ("bad brain fog"), photophobia ("light sensitivity"), hypersensitivity ("allergic reactions"), irritability ("irritation") and depression ("depression"). The patient was treated with magnesium hydroxide (magnesia) and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, psoriasis, abdominal distension, skin striae, constipation, arthritis, vision blurred, feeling abnormal, photophobia, hypersensitivity, irritability and depression had resolved. The reporter provided no causality assessment for abdominal distension, arthritis, constipation, depression, dysmenorrhoea, feeling abnormal, hypersensitivity, irritability, photophobia, psoriasis, skin striae and vision blurred with essure. The reporter commented: the patient had had ultrasounds, cat scars (interpreted as cat scans), MRI's and she have been to the hospital a few times. Also, lots of missed work, at one point event quit her job for about 5 months. There is more random stuff. Event abated after use stopped or reduced: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.